Manufacturer narrative:
B4: (B)(6) 2021. The customer was provided with a quote for service. The customer did not sign the quote, and the case was canceled. The customers alleged malfunction was not able to be confirmed in this case due to the case being cancelled. The customer called back at a later date to approve the quote, and a new case was opened. The new case was reported and resolved under MFR report# 2031642-2021-04160.

Manufacturer narrative:
The customer replaced the gas delivery system (gds) to resolve the issue. The unit was tested, and it was returned to service. A (gds) assembly was returned for analysis. Visual inspection of the (gds) assembly revealed no evidence of damage or contamination. Failure investigation (fi) was performed, and the technician reported that the defective u1 on the air flow sensor pcba created the low leak-co2 rebreathing risk (e/c 1203).

Event description:
It was reported to philips that the device is retaining co2 rebreathing risk. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. The customer requested that a philips field service engineer (fse) be dispatched to the customer site to provide additional assistance.